Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called tech support to report that the cycler had drain complication alarms and did not drain all the previous fill volume in some cycles. She added that she felt full and uncomfortable in drain 3. On review of treatment data obtained from the cycler, a large drain 3 was discovered. Treatment data provided below: drain 0: 3 ml; fill 1: 2101 ml, drain 1: 1560 ml; fill 2: 2101 ml, drain 2: 1763 ml; fill 3: 2101 ml, drain 3: 4133 ml; fill 4: 2101 ml, drain 4: 2487 ml. Upon follow up contact with the patient's peritoneal dialysis rn (pdrn), she stated that the patient did not experience any serious injuries or need medical intervention as a result of this overfill event. She added that the patient was in stable condition and continued with the ccpd program using the replacement cycler. The reported drain volume of (B)(6) ml was (B)(6) over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
(B)(4). A review of the information available was performed by the post market surveillance department. A large intra-peritoneal drain 3 occurred with an undetermined cause. The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. A simulated treatment (weighed vs. Programmed fill comparison) was performed and completed without any failures or problems. The load cell value and verification were within tolerance and the patient sensor calibration check passed. The valve actuation and system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. There were no device malfunctions that would have caused the reported event. A device manufacturing record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.